Event description:
The surgeon was not able to insert the iab into the pt, the iab was removed and a second was inserted. MFR also received the mandatory medwatch report form from the distributor on 11/20/96; uf/dist report number 2026191-1996-0060. Event complications: none from the event -reported 11/21/96. Pt's current status: unk. Reported 11/20/96.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. The catheter o.d. Was measured and found to be within co's mfg specifications. The folded membrane appeared normal under room light and polarized light. As a test, a vacuum was drawn on the folded membrane using a laboratory 60 cc. Syringe and one-way valve. With the vacuum maintained, the folded membrane easily passed through a laboratory 10 french, 6 inch sheath without any difficulty. Probable cause of difficulty: no defects was found in the balloon's folded membrane or in the iab catheter. Unfortunately, it was not possible to verify the reported difficulty in the laboratory. In general, difficulty advancing the iab or sheath into the patient may be attributed to one or more of the following: *the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. *if drawn, a vacuum may have not been maintained throughout the insertion procedure. *during the insertion and advancement of the balloon, the iab may have hit the opposing wall of the artery causing it to kink. *the patient may have had a severe vessel tortuosity resulting in poor balloon insertion.